Event description:
It was reported there were coupling and/or communication issues while recharging. It was not clear if the device was over-discharged, but the reporter stated patient education issues were primary reason for over-discharge. The device was replaced.

Manufacturer narrative:
(B)(4).